Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-feb-2023. The most recent information was received on 03-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("removal of devices scheduled for (B)(6) 2023") in an adult female patient who had essure inserted (lot no. C35390). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced amnesia ("increasingly recurrent episodes of memory loss (missing or inappropriate words)."). In 2023 she experienced palpitations ("some palpitations also noted recently as well"), pain in extremity ("pain in the legs during menstruation.") And speech disorder ("difficulty speaking"). An unknown time later she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the amnesia and speech disorder had not resolved. The outcomes for palpitations and pain in extremity were unknown. No causality assessment was received for essure with regard to amnesia, palpitations, pain in extremity, speech disorder or medical device removal. The reporter commented: the reporter reported that she started noticing the memory loss 2 or 3 years ago. Removal of devices scheduled for (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Batch no: c35390. Production date: 2014-03-13. Expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-mar-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 21-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("removal of devices scheduled for on (B)(6) 2023") in an adult female patient who had essure inserted (lot no: c35390). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced amnesia ("increasingly recurrent episodes of memory loss (missing or inappropriate words).". In 2023 she experienced palpitations ("some palpitations also noted recently as well"), pain in extremity ("pain in the legs during menstruation.") And speech disorder ("difficulty speaking"). An unknown time later she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the amnesia and speech disorder had not resolved. The outcomes for palpitations and pain in extremity were unknown. No causality assessment was received for essure with regard to amnesia, palpitations, pain in extremity, speech disorder or medical device removal. The reporter commented: the reporter reported that she started noticing the memory loss 2 or 3 years ago. Removal of devices scheduled for on (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.